Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further pertinent information be provided.

Event description:
It was reported that, during chronic device explant procedure, the physician unintentionally cut this lead with a scalpel. As venous access was difficult, and the patient was not pacemaker dependent; the physician elected not to implant a new lead. No adverse patient effects were reported.